Event description:
Customer's mother reported that her daughter's insulin pump is not working. Customer states that the buttons are not responding, issues with the keypad. Customer also states that when she tries to program the bolus, the act button will not respond. The blood glucose reading is 8.2 mmol/l. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to a flattened button dome switch on the down arrow button. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.